Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing ineffective therapy due to the physician initially being unable to implant it at the desired location. As a result, the patient underwent surgical intervention on (B)(6) 2022 during which the lead was repositioned. Effective therapy was established post-operatively.